Event description:
As reported by an edwards field clinical specialist, prior to the tavr procedure, it was noted that an aneurysm was present in the right iliac artery and the left iliac artery was small and heavily calcified. The decision was made to use the right side and navigate very carefully past the aneurysm. During the transfemoral tavr procedure, difficulties were encountered during the advancement of a 29mm sapien 3 valve and commander delivery system through the 16fr esheath plus. The valve was advanced 'really fast' with additional force. As the valve was being advanced, imaging revealed the valve was in a right degree angle and the proximal end was sticking out of the esheath at the area where the descending aorta was tortuous. Difficulties were encountered during the withdrawal of the devices. After 'a lot of work', the devices were withdrawn. It was reported that following the device withdrawal, a valve frame strut was observed to be bent. Following 45 minutes of manual pressure, an angiography shot indicated an area of no blood flow by the femoral head. The patient was transferred to surgery to repair the artery. At the time of the report, the patient was in stable condition. No valve was deployed in the patient.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09000.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 3mension report revealed notable calcification and tortuosity were present in the access vessel. An aneurysm was also present in the access vessel. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint for 'frame damage' was not able to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported 'the md advancing the delivery went really fast and pushed very hard, when we panned down to look at the valve it was in a right degree angle and the proximal end was sticking out of the esheath in the spot of the descending that was tortuous. It took a lot of work but we were able to get everything out of the body. At the end when pulling the delivery and valve out of the artery and thru the skin the valve tine bent.' Review of 3mensio imagery shows calcification and tortuosity/aneurysm present in the access vessel. Per IFU/training manual 'push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification.' Calcification/aneurysm reduces vessel luminal diameter and can create a constrained effect on the sheath that may prevent optimal sheath expansion and lead to resistance during delivery system advancement. Tortuosity can subject the sheath to suboptimal angles and lead to non-coaxial advancement between the delivery system, crimped valve, and sheath inner lumen, which led to high push force. So, if excessive force was applied for delivery system advancement and retrieval, which could cause the valve or valve struts damaged due to the interaction with the sheath shaft and patient's anatomy. Although a definite root cause could not be determined, available information suggests in addition to procedural factors (excessive device manipulation), patient factors (vessel calcification, tortuosity) may have contributed to the reported withdrawal difficulties and bent valve frame. The withdrawal difficulties and bent strut may have also contributed to the reported vascular injury and subsequent surgical repair. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Update to d9 (date device returned to manufacturer), h3 (device evaluated by manufacturer) and h10 to reflect device evaluation. The sapien 3 valve was returned to edwards for evaluation. Visual inspection revealed on the crimped valve, one strut bent outward at the outflow and the struts were exposed through the skirt. The valve was expanded, and the frame was distorted/canted, all struts exposed through skirt, (normal after being crimped and used), and the leaflets wrinkled, dehydrated ant torn due to storage condition (prolonged crimping). Functional or dimensional testing was not performed due to the return condition of the valve (frame distorted/canted). Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. During manufacturing mitigation, incoming inspections of the component of the valve frame are 100% dimensionally and visually inspected by both manufacturing and quality for any damage. During the final assembly, the sapien 3 valves are 100% visually inspected for defects during manufacturing per procedure before/after holder attachment. In addition, each frame lot is mechanically tested. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The commander delivery system with a3/s3u/s3ur IFU, device preparation manual and procedural training manual was reviewed for instructions and guidance. The procedural training manual provides guidance on retrieving the s3 valve back into the sheath tip. Ensure the thv is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position, do not re-use the sheath, thv or delivery system once thv is retrieved, crimped thv aligned on balloon is larger than crimped thv off balloon, take care if deciding to retrieve and do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. No IFU or training deficiencies were identified. The complaint for frame damage was confirmed based on device evaluation/imagery review. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported 'the md advancing the delivery went really fast and pushed very hard, when we panned down to look at the valve it was in a right degree angle and the proximal end was sticking out of the esheath in the spot of the descending that was tortuous. It took a lot of work, but we were able to get everything out of the body. At the end when pulling the delivery and valve out of the artery and thru the skin the valve tine bent', and 'an unsuccessful attempt was made to remove the delivery system to keep the esheath in place to insert a new system. In the end the system was removed as a unit'. Per returned device condition, the crimped valve was never exited the sheath, and the bent strut was located at outflow, so the bent strut was likely due to the delivery system (with crimped valve) withdraw through the sheath. Per training manual, 'if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace', and 'do not over-manipulate the sheath at any time'. In this case, the site was not following the training manual instruction to remove valve and sheath together as a single unit when the valve got stuck within the sheath. Withdrawal delivery system with crimped valve through sheath could lead to outflow valve strut interact with the hemostasis valves within the sheath hub, and further excessive manipulation could result in bent strut at outflow. In this case, available information suggests that procedural factors (excessive device manipulation, withdrawal of crimped valve through sheath) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.